Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 7, 2024 and march 9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed fluid inside the device bladder suggesting a possible no flow event occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow of liquid. The flow rate was abnormally slow, and no liquid was flowing out after tens of minutes. This was noticed prior to patient use. The device contained fluorouracil and 0.9% normal saline having a total volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.